Manufacturer narrative:
The system logs were reviewed by a medtronic representative and analysis revealed that an 'x-ray signal state exposure error' is displayed in the logs. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative confirmed a spin was able to be acquired with the system during testing after the case. This event was identified during a retrospective review as discussed with the FDA new (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (b)(64) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed representative received a report from the site that, while in a spine procedure on the previous day, the site's imaging system would not acquire a post-op spin. The progress bar stopped advancing after acquiring the spin. Images did not appear on the mobile view station. The surgeon discontinued use of the imaging system and opted to proceed with a c-arm, an alternate system to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.